Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the data management system (dms) was not communicating data from the ge datex pt monitor in "listen" mode to t-link or anesthesia monitor. The com port light turned yellow when start data was pressed on t-link, and the light stayed yellow during entire case. One monitor displays pt blood pressure and ECG data and the second monitor displays ventilatory data (such as fio2, ventilatory rate, end tidal co2, etc). During the procedure, neither t-link or the datex ventilatory monitor was receiving data from the datex monitor. The ventilatory monitor displayed a message: "ventilatory module" not connected. The ventilator was still functioning and analog gauges still provided basic ventilatory settings, but other data such as end tidal co2 was not being provided since only provided on the digital monitor. The hospital biomedical engineer (biomed) was alerted to the issue and went to the operating room to troubleshoot the issue. The splitter cable was disconnected and the anesthesia monitor was directly connected to the main datex monitor. This resulted in the return of the information on the anesthesia monitor. After this troubleshooting, t-link was not actively getting data from the datex system for the remainder of the procedure. Regarding the procedure, the device was not changed out and the procedure was completed successfully. There was no delay and/or blood loss and there was no observed harm of the pt. There was a five minute period in which the ventilatory data was not displayed on the datex anesthesia monitor. Basic ventilatory settings were able to be adjusted via manual knobs, but information such as end tidal co2 was not displayed.

Manufacturer narrative:
Investigation in process, but not yet completed. After this procedure, more troubleshooting was done. It was discovered that the splitter cable was connected incorrectly (backwards) and that is why the data stream was affected. The cable was reversed, and the data stream was then working between both datex monitors and the t-link.